Event description:
It was reported that this pacemaker was unable to be interrogated during a routine follow-up. Magnet application was also reported as unsuccessful. Technical services was contacted for information and recommendations, at which time it was suggested to verify the implant date for possible end of battery life; additionally, troubleshooting recommendation to further understand the reported device behavior were provided. To date, no system changes have been reported and no further information received on the troubleshooting recommendations. Additionally, no adverse patient effects were reported. The field representative has confirmed the unit has been explanted and replaced due to the continued inability to be interrogated. No return of product is expected and no resulting adverse patient effects.

Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was unable to be interrogated during a routine follow-up. Magnet application was also reported as unsuccessful. Technical services was contacted for information and recommendations, at which time it was suggested to verify the implant date for possible end of battery life; additionally, troubleshooting recommendation to further understand the reported device behavior were provided. To date, no system changes have been reported and no further information received on the troubleshooting recommendations. Additionally, no adverse patient effects were reported.